Event description:
It was reported that the patient heard the alarm go off on their device the day after implant. The physician's office has not seen or heard from the patient. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, implantable tachy lead, (B)(4) 2004. (B)(4).